Event description:
Customer's mother reported that the customer was hospitalized due to high blood glucose levels. Caller reported that the customer was admitted to the intensive care unit in a state of diabetic ketoacidosis. Blood glucose level was 400 mg/dl at the time of admission. Customer was still hospitalized at the time of the call. During troubleshooting, caller reported that the insulin pump's drive support cap was loose. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Pump was monitored for several days. No frozen screen noted. Drive support disk was inspected and no anomalies were noted. No stuck screens noted during testing.